Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons were disintegrated [device breakage]. Case narrative: consumer reported via r&r that the tampons were disintegrated. No injury reported.